Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their dentist does not think it is a safe idea to continue byte aligners. The patient has a dental prosthetic, a crown, and they have a significant overjet. Requested letter of recommendation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.